Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n nmb705796h) found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 97712, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) impedances were normal prior to battery replacement . During surgery the new implantable neurostimulator (ins) was placed and impedances 8-15 were abnormal. The leads were pulled out twice, wiped off, and reinserted with the same results. The doctor then switched the leads (put 8-15 in 0-7 and vice versa), but the impedances were still out on 8-15. The doctor then proceeded to hook up the leads to the old battery and performed an impedance check with all normal results. Following this a new ins was opened upon request and hooked up with all impedances being out. The same procedure was done with the second battery that was done with the first. The device was then turned on for five minutes and an impedance check was performed with no change. The doctor then decided to put in the first battery that was tried since only 8-15 were out, and therefore the consumer would get therapy on one side. When the first battery was put back in, all impedances were normal. Following this the issue was resolved. The second battery which wasn¿t implanted was going to be sent back for analysis. Relevant medical history includes spinal pain.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported there were no signs, symptoms, or patient injury related to this event which occurred on (B)(6) 2016; only bad impedances.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the manufacturer representative reported that they were helping with an implantable neurostimulator (ins) replacement procedure. The ins impedances were good prior to explant. When the doctor connected the lead into the ins, electrodes 0 through 8 were good but electrodes 9 through 15 were greater than 40,000 ohms. The doctor swapped the lead and electrodes 9 through 15 were still greater than 40,000 ohms impedance. They tried a different ins and the impedances were greater than 40,000 ohms for all electrodes except electrode 8. The put the lead back into the old device and the impedances were fine. The manufacturer representative was advised to run the stimulation as high as possible for 5 minutes and then retest the stimulation again to see if the impedances would go back down to normal. It was noted the rep. Was planning on returning the implantable neurostimulator for analysis. There were no patient symptoms reported. Parts of this information was reported in manufacturing report #3007566237-2016-02580. Further information received determined the two separate events were talking about the same issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.